Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a tray issue. A team lead engineer adjusted the medication to successfully recover the station. The system functioned as intended after the team lead engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer observed a malfunction in the hardware. Despite multiple efforts to restore functionality, the mini tray continued to operate improperly. The customer reported that the user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.